Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of the device memory noted no resets, errors, or fault codes. Manual electrical measurements noted normal sensing and pacemaker functions. The device is not currently operating near a bin edge. The device passes longevity calculations at 82%. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker device had two years remaining battery longevity but hit end of life (eol) a few months later. Moreover, this device was explanted and replaced. The device was then returned to laboratory and was analyzed. No additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device had two years remaining battery longevity but hit end of life (eol) a few months later. Moreover, this device was explanted and replaced. No additional adverse patient effects reported.